Event description:
Bed would not lower all the way down. Ob detect was activating 6 inches from lowest point of travel. Found cable to right head ob detect emitter pinched and striped causing 8vdc to short to ground. Hospital biomed has agreed to install new cable when it arrives. He will call hill-rom if he experiences any problems.